Event description:
Healthcare professional reported left side rupture via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification).

Event description:
Healthcare professional reported left side rupture via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.